Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged bend relief could not be confirmed through this evaluation. It was reported on 24jul2023 that the white and black bend reliefs on the power cables were damaged. This led to the replacement of the system controller. Attempts were made to obtain additional information from the customer regarding the log files and product return status; however, no additional information was provided. A root cause that led to the damaged bend relief on the system controller (serial # (B)(6)) could not be determined. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of under section 10, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 18july2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient presented to the clinic on (B)(6) 2023 with the white and black bend reliefs on the system controller broke. The system controller was exchanged.